Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient experienced phrenic nerve and diaphragmatic stimulation. It was also reported that the following issues were noted on the pacing lead: unstable thresholds, high thresholds and positioning / placement difficulties. The lead was attempted/not used and replaced. No further patient complications have been reported as a result of this event.